Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the catheter was inserted into the patient. Two days later, a helium leak alarm was triggered. The doctor found that the balloon rupture and remove the catheter. Upon removal, a large thrombus was found within the balloon". No patient harm or injury. The patient status is reported as "fine".